Event description:
According to available information, this device required replacement due to no longer inflating. The patient was able to pump the device two times before it was no longer able to be inflated. There was a visible hole or wear spot on the black tubing just before it enters the pump housing. There was also a suspected fluid leak. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.